Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the device still turns on when plugged into a power source. The wake button issue did not impact the customers blood glucose (bg) level. However, the contact reported that the customer experienced a low (bg) earlier that day. The contact who is the diabetes case manager from the health care provider's office stated that the basal rate needs to be changed, as it is incorrect and likely caused the low (bg) level. The customer consumed carbohydrates to stabilize (bg) level. It was indicated that the customer would continue to use the pump until the replacement arrives.